Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure that a catheter fracture occurred. The physician was advancing a 2.50x12mm taxus express2 drug eluting stent into the right coronary artery when it was noticed that the "catheter was fractured". The catheter was retrieved and the procedure was successfully completed with another taxus stent. No pt complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; as supplement medwatch report will be filed.